Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's implant was not working. Patient reported she went 16 and half hours not going to the bathroom over the week but its had not been working for awhile. No further symptoms reported. No further complications reported **omitted information regarding patient's pp issues can be found in (B)(4).